Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced.

Event description:
It was reported trouble shooting was unable to resolve the issue. Surgical intervention may be pending.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.